Event description:
Reporter alleges the patient complains of fibromyalgia, developed allergies, rheumatology problems, blurred vision, aches and pains in the chest and breasts, one implant ruptured, tired all the time, gaseous feeling, bladder cancer, bladder problems and memory loss. Patient alleges her left breast implant leaked and went completely flat in 1986, sore joints, feels sick to her stomach a lot, bowel problems, headaches and dizzy feeling.